Event description:
The pt was implanted with two enteral wallstents. The first stent migrated two days post-implant and was successfully removed with no consequence to the pt. The second wallstent was still in position. Several days later, the pt presented feeling ill with a fever and peritonitis. Upon x-ray, a perforation was observed. The pt expired shortly afterwards.